Event description:
--

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this device system endured a decreased heart rate of 40bpm. The patient was admitted and upon device interrogation, the device was seen to have previously been reprogrammed from ddir to vvir for an unknown reason. The right ventricular (rv) lead pacing impedance measurements in unipolar were greater than 2,500 ohms. Rv lead fracture was suspected. Device memory was saved to a disk for further review. Review of the data did not indicate that any resets nor any reason for device reprogramming was found. Information was received that the patient's physician had previously reprogrammed the device to vvir, resulting in intrinsic-based pacing for approximately five months. A revision procedure was performed and the rv lead was surgically abandoned. The device was explanted. A new device system was successfully implanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.